Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "md unable to pass iab through sheath". It was reported that the "doctor wanted support for an insertion of an iab. He was unfamiliar with the teleflex iab prep and wanted to ensure he and his staff received direction. He wanted to call back when he arrived to the ccl so I could verbally assist with prep of the iab. I gave him my direct number. The doctor did not need to insert an iab. He requested education and elaborated they had difficulty passing the teleflex iab through the sheath. He was unable to recall if the sheath used was from the iab kit". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) the reported complaint for catheter stuck in sheath was confirmed upon the investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag (inp-1, inp-2). Returned with the sample was the supplied 40cc driveline tubing; no damage or abnormality was noted to the tubing (inp-4). Upon return, a 0.025in guidewire was noted fully inserted in the iabc central lumen; the guidewire was noted bent (inp-5, inp-8, inp-9). The peel away sheath was noted on the returned iabc (inp-4). The one-way valve was tethered and connected to the short driveline tubing (inp-5). The bladder was partially unwrapped (inp-6, inp-7). Bends to the iabc central lumen were noted at approximately 7.5cm, 23.4cm and 49.5cm from the iabc distal tip (inp-6, inp-10). Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The b ladder thickness was measured at six points with measurements ranging from (B)(4) and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The returned guidewire was removed from the iabc central lumen; some blood was noted on the guidewire. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 6.3cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Some blood was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 76.4cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood was noted. Based on a review of the device h istory record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unwrapped bladder membrane and bends to the central lumen. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
Reported as "md unable to pass iab through sheath". It was reported that the "doctor wanted support for an insertion of an iab. He was unfamiliar with the teleflex iab prep and wanted to ensure he and his staff received direction. He wanted to call back when he arrived to the ccl so I could verbally assist with prep of the iab. I gave him my direct number. The doctor did not need to insert an iab. He requested education and elaborated they had difficulty passing the teleflex iab through the sheath. He was unable to recall if the sheath used was from the iab kit". No patient harm or injury. The patient status is reported as "fine".

Event description:
Reported as "md unable to pass iab through sheath". It was reported that the "doctor wanted support for an insertion of an iab. He was unfamiliar with the teleflex iab prep and wanted to ensure he and his staff received direction. He wanted to call back when he arrived to the ccl so I could verbally assist with prep of the iab. I gave him my direct number. The doctor did not need to insert an iab. He requested education and elaborated they had difficulty passing the teleflex iab through the sheath. He was unable to recall if the sheath used was from the iab kit". No patient harm or injury. The patient status is reported as "fine".